Manufacturer narrative:
Complaint confirmed. Visual evaluation revealed that the cutter tip at the distal end of the shaft is broken. The most likely cause of this damage is probably hitting the device with another device or object, prying/leveraging or excessive bending forces applied during use. However, the cutter tip was not returned for investigation. The cause remains misuse.

Event description:
On 10/10/2022, it was reported by a arthrex employee via sems that a ar-1204af-90 flipcutter broke. This occurred on (B)(6) 2022 during an unknown procedure when making the femoral tunnel, the flipcutter broke. There was no additional information provided, additional information requested. Additional information provided on 10/13/2022, it was reported that this incident occurred during a knee arthroscopy/acl reconstruction, and the broken fragments were fully retrieved.

Manufacturer narrative:
The contrib (B)(4) of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.